Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years, eight (8) months due to stenosis. No additional information was provided.

Event description:
It was reported that a patient with a 25mm pericardial aortic valve underwent transcatheter aortic valve replacement (tavr) after an implant duration of two years, 10 months due to aortic stenosis. The tavr procedure was performed with a non-ew transcatheter heart valve. The patient was cleared for discharge on pod #6 in improved condition.

Event description:
It was reported that a patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately two (2) years, eight (8) months due to stenosis. The tavr procedure was performed with a non-ew transcatheter heart valve. No additional information provided.

Manufacturer narrative:
UDI number: (B)(4).